Manufacturer narrative:
(B) (4). Patient's condition affected effectiveness of device (disease progression, iliac limb dilatation). Device failure/lack of effectiveness related to patient condition (disease progression, iliac limb dilatation).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were not tortuous or calcified. It was reported that the iliac arteries measured 20 mm in diameter at the time of implant. It was reported that both iliac arteries continued to dilate and currently the vessel diameter is 30 mm (MFR# 2953200-2010-00918). There were no endoleaks reported; however, the physician elected to extend the iliac stent grafts to below the hypogastric arteries on both sides. First an iliac stent graft (19 fr graft cover) was attempted; however it was too big and would not advance. It was removed from the patient and a smaller 16 fr device was selected and successfully implanted. Another device of the same size was used to extend the other side. One of the hypos was already out (chronically occluded) and they staged covered of the other hypo. No bypass was done, but there is collateral flow and the patient is fine. No additional clinical sequelae were reported and the patient is fine.